Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer replaced the drawer controller for aux 4.2, the module controller, and the retractor band. The engineer also replaced the module controller for aux 6.2 and reseated the row board cable for all trays in aux 4.2. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.